Manufacturer narrative:
This event occurred in (B)(6). Medwatch field UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys pth stat immunoassay on a cobas 8000 e 602 module. The sample initially resulted in a pth value of 6.38 pmol/l and this result was reported outside of the laboratory to the clinician. The clinician questioned the value since the value did not agree with the patient's history. The sample was repeated on 12-apr-2021, resulting in a value of 209.2 pmol/l. A corrected report was issued to the doctor. The pth reagent lot number was 490839, with an expiration date of 31-dec-2021.

Manufacturer narrative:
The provided calibration data showed signals that were within or only slightly lower than expected. Quality control data from (B)(6) 2021 and (B)(6) 2021 was within range. Upon review of the alarm trace, there was an abnormal sample aspiration error that occurred before the complained sample was registered on the system. The field service engineer did not observe anything abnormal. Precision studies performed on (B)(6) 2021 were ok. The investigation could not identify a product problem. The cause of the event could not be determined.